Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device application could not connect to the sql server. A technical support specialist confirmed the customer-initiated reboot cleared the issue and the event viewer logs. Therefore, the root cause could not be determined.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly crashed during a procedure; the customer confirmed that there was no harm to the patient. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b3, d5 unknown, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2021 to 30- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the application unexpectedly crashed during a procedure. The technical support specialist evaluated the device and found that the device application could not connect to the sql server. Advised customer to reconnect to the server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system application unexpectedly crashed during a procedure. The customer also confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.